Manufacturer narrative:
The customer returned the h232 meter with serial number (B)(4), the test strips and a patient sample. It was noted that the temperature requirements during shipping for the patient sample and the test strips was not met. Retention samples of the same lot that customer used were tested. Tests were performed with the customer's strips and retention strips on the customer's h232 meter and an h232 meter used at the investigation site. The results of all measurements fulfill requirements. The patient sample could not be tested due to the viscosity of the sample. Since the patient sample could not be investigated, interference in the sample is not excluded as a potential cause of the issue. Handling and application processes at the customer site have also not been excluded as potential root causes. Based on the investigation results, the product returned from the customer can be excluded as the cause of the issue. A specific root cause could not be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for troponin t quantitative on 2 different h232 instruments. The same strip lot was used on both instruments. The initial troponin t quantitative result at 11:42 a.m. On h232 instrument with serial number (B)(4) was between 50-100 ng/l. The sample was sent to the laboratory and measured on an e411 instrument with a serum sample result of 199 ng/l and a heparin result of 159 ng/l. The sample was repeated on the h232 instrument with serial number (B)(4) and the result was between 50-100 ng/l at 2:28 p.m. The customer also tested the sample on a 2nd h232 instrument with serial number (B)(4) and the result was between 50-100 ng/l at 2:40 p.m. No adverse event occurred. The h232 instrument serial numbers were (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.